Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The download data showed that the pod completed both priming sequences with an expected number of pulses, ran for 819 pulses and delivered several boluses before being deactivated by the user. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in the needle deploying early.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle deployed the cannula early during the activation process. Details regarding treatment were not reported.